Event description:
Ecolab healthcare, medical device, became aware of the incident report concerning the flash that fell into a pt's abdomen on (B)(6) 2014. Ecolab health care medical device is the legal MFR and makes the final product for the distributor intuitive company. Ecolab makes the cannula seal # (B)(4) for intuitive company. The intended use of the cannula seal is to provided a seal between the cannula housing and obturator used during a surgical procedure. The following statement is a complaint from the hospital about the incident and was reported to intuitive company. The incident involved the hospital staff finding a piece of flash from the cannula seal # (B)(4), that had fallen into the pt's abdomen. The flash was removed from the pt's abdomen and no harm to the pt was reported.

Manufacturer narrative:
Additional corrective actions will be taken by the MFR in the (B)(6). To further mitigate the risk, the ecolab team came up with these actions to be implemented by the date listed next to it. A quality alert was done and placed in the production line. The objective is that all operators have the knowledge of the complaint received on (B)(6) 2014. The operators were trained on the quality alert. This quality alert is used as a containment procedure in the production line on (B)(4) 2014. An incoming inspection re-inspected 26 lots. In these inspections no defects were found on (B)(4) 2014. The tester machine (in the production line) is being redesigned with a fixture to capture the defect reported during the process. This is a work in progress (still working on prototype, with plans to get it done by (B)(6) 2014).